Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The long tip forceps instrument was analyzed and found to have a broken grip at the grip base. Examination revealed that a section measuring approximately 3.16 mm × 17.59 mm had separated from the instrument, confirming the detachment of a fragment. The broken fragment was not returned for evaluation. Further inspection identified multiple indentations on the opposing grip tip. The grips were not bent; however, additional damage was observed at the distal end, including a fracture of the opposing grip tip. The probable root cause of the broken grip tip and detached fragment is attributed to damage incurred during use. Potential contributing factors include the application of excessive force to the instrument shaft or grip tips during handling, insertion, use, or removal. The probable root cause of the mechanical indentations and burrs observed on the grip tips is consistent with damage sustained during use, handling, or reprocessing. Such damage may result from accidental dropping of the instrument or contact with hard surfaces, sharp objects, or other instruments.

Event description:
It was reported that the customer experienced an issue with a long tip forceps. The customer reported event has no report of patient injury.